Event description:
The customer reported that while running an htlv I/ii assay, the following sample barcodes were read incorrectly: 1. "022 gw59906" was read as "022 ky32083." 2. "022 gw59907" was read as "022 ky32084." 3. "022 gw59908" was read as "022 ky32085." 4. "022 gw59909" was read as "022 ky22909." Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report is being issued beyond the 3o-day reporting requirement.